Event description:
Factory analysis and testing of a returned power supply revealed that the unit will not power up from the ac source or the backup battery (dc) power. If a failure of the power supply occurs during normal ventilation operation and the ventilator shuts down due to a loss of power, an audible alarm will activate. Vendor analysis of the power supply will be performed.